Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. According to information provided, the bio-med replaced both pressure transducers and the expiratory channel printed circuit boards (pcb: s). The device logs were not provided. After replacement, safety and functional tests were performed and passed according to factory specifications. The device was returned for clinical use once the tests were completed. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. No part were returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: (B)(4).